Event description:
It was reported that the atrial lead exhibited noise, varying p waves and sudden out of range lead impedance due to lead fracture. The lead was explanted and replaced. The patient was stable prior, during, and post procedure.

Manufacturer narrative:
The reported events of fracture, noise and sensing anomaly and sudden out of range impedance were confirmed. A complete lead was returned in two pieces. Open circuit due to separated outer coil was noted and analysis found the outer coil was fractured due to fatigue consistent with the reported events.